Event description:
Same as manufacturing number 6000089-2005-00639. It was reported 2 days following a coronary drug eluting stenting treatment procedure the pt experienced a subacute thrombosis related to a hemotalogy condition. In 2005 the pt presented to the emergency room with cp and troponin levels consistent with a non q-wave myocardial infarction. The pt was given the beta blocker lovinox, nitroglycerine paste, 600 mg plavix, and started on an ace inhibitor. The target lesion was located in the long area narrowing to 95% stenosis in the circumflex artery (cx). The vessel had been predilated with a maverick 2.5 x 15 mm balloon at 10 atm for 22 seconds. A taxus express2 2.75 x 20 mm drug eluting stent was deployed at 10 atm for 20 seconds and post dilated with the stent delivery balloon at 10 atm for 15 seconds. The taxus express2 2.75 x 16 mm stent was deployed and post dilated at 14 atm for 10 seconds and again to 2 atm for 10 seconds. The 95% stenosis was changed to 0% following the intervention. The pt had been given heparin and conscious sedation during the procedure. They were discharged from the hosp the following day on plavix 75 mg qd. The pt returned to the emergency room the following day. According to the physician notes the pt hadn't taken plavix since discharge but that it had been administered in the hosp prior to discharge. The pt was transferred to the cardiac catheterization lab where it was found that there was a subtotal occlusion at the origin of the left circumflex (lcx) artery. An angiographic picture showed the cx had a 32 mm lesion >50% and that it was "in-stent restenosis." The treatment performed included angioplasty of the proximal cx with several inflations using a 2.75 x 20 mm balloon. This treatment was successful as it opened the blockage. There was a thrombolysis lab at the treating facility which later checked the pt's blood. It was then determined that the pt was resistant to plavix. The subacute thrombosis was attributed to be hematology condition instead of a stent issue.